Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed "an itchy red rash underneath her breast, on her waist, and under her arms". The patient was using corn starch, per her own recommendations. There was no alleged device malfunction contributing to the irritation. The patient received cortisone cream while she was in rehab, she also took her vest off periodically to let her skin dry. Follow up indicated that the cortisone cream is helping skin irritation to improve.